Manufacturer narrative:
This event occurred in (B)(6). It is not known if qc was run and acceptable prior to these tests; this information was requested but was not provided. On (B)(6) 2020 the field service engineer (fse) replaced the measuring cell and pinch valve tubing. The customer had no further issues after the service visit. The investigation determined the maintenance performed by the fse resolved the issue.

Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for elecsys anti-sars-cov-2 (anti-sars-cov-2) on a cobas e 411 immunoassay analyzer. The following results were obtained: patient ID 85860: the initial result was 0.069 coi (negative). The repeat result was 2.27 coi (positive). Patient ID 85758: the initial result was 0.179 coi (negative). The repeat result was 2.46 coi (positive). Patient ID 85841: the initial result was 0.072 coi (negative). The repeat result was 1.02 (positive). Patient ID 85856: the initial result was 0.069 coi (negative). The repeat result was 1.19 coi (positive). It is not clear which result was believed to be correct. No questionable results were reported outside of the laboratory. The anti-sars-cov-2 reagent lot number was 507260. The expiration date was not provided.